Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 240 mg/dl. The customer stated that the insulin pump may have been exposed to rain water. He advised that he would treat with a manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.